Event description:
It was reported that a malfunction alarm identified as malf 12 occurred. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide specific blood glucose information. The customer was assisted by technical support to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.